Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube. A piece measuring 0.134" x 0.183" was not returned with the instrument. The clamping pulley cable grooves were found to have dried residue as well. The complaint regarding the instrument broke was confirmed by failure analysis.

Event description:
It was reported that during central processing, the prograsp forceps instrument became trapped in the washer and the shaft broke. There were no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and additional information was obtained. The reported issue was found in sterile processing while the instrument was being wrapped. It was believed the issue occurred after the procedure while the instrument was being taken to sterile processing or occurred inside of sterile processing. Prior to the instrument's last use, no damage was found. During the last procedure the instrument did not collide with any other instruments. The last procedure was completed with the same instrument. After the instrument's last use no abnormalities were found. There were no reports of fragments falling into the patient.